Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
The thermogard xp ivtm system (s/n (B)(4)) was used to provide ivtm therapy to a heatstroke patient. During the cooling phase of the treatment, the thermogard console displayed a mid:26 (low battery) error message. Since the patient was sufficiently cooled, the customer decided to end the temperature management therapy. No consequences or impacts on the patient.

Manufacturer narrative:
H6 (type of investigation) was updated with an additional code based on the received information. Based on the received additional information, the thermogard xp ivtm system involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer is not planning to have tgxp11231 investigated.